Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned pantera leo revealed that the balloon has been inflated. It was returned in a deflated state with liquid residue inside the balloon lumen. At a pressure of 3 atm two jets of water were observed close to the proximal balloon marker. Further microscopic analysis showed longitudinal scratches on the balloon surface nearby the damage site. The review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause was determined. Since the complaint instrument was successfully used for several pre-dilatation the damage was most likely inflicted later, e.g. The previously placed stent.

Event description:
Ous MDR - its reported that the pantera leo balloon was successfully used with 18 atm during pre-dilatation of an calcified lad lesion. After using a rotablator the device was again used 3 times with 14 atm. The same balloon was used for post-dilatation. This time the device ruptured at 18 atm. The procedure could be completed with another balloon.